Event description:
The customer reported motor error alarms during the rewind. The customer also reported a crack on the case and water damage after taking a shower with the insulin pump on. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage.